Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a travel coarse error and needs to have the clutch checked. No patient injury was reported.

Manufacturer narrative:
Additional information was received and attached in the complaint on 29 august 2022: the issue didn't happen during patient use. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the right plunger case and bottom case were cracked. Review of the event history log showed an occurrence of "check clutch/plunger lever." Functional testing included occlusion testing and showed that the pump exhibited the "check clutch/plunger lever" error. The investigation determined that the cause of the reported issue was that the lead screw nut was too loose. The lead screw nut was reassembled and preventive maintenance was performed on the pump. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously. Additional information: h6 health effects health impact updated.